Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This product is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory noted the device had undergone resets, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This product is expected to be returned.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt. Interrogation of the device confirmed it was in safety mode and review of the memory found the device had undergone power on resets which caused the reversion to safety mode. As designed, after detecting three resets this device moved to safety mode operation. Longevity was assessed and high rate atrial sensing was noted; it appeared this device was lasting as long as expected though it had not yet reached replacement time while implanted. During testing, telemetry was lost and regained multiple times and eventually, inductive telemetry was no longer achievable. The device case was removed to facilitate inspection and testing of the internal components. When telemetry was applied, the battery voltage was observed to drop and a power on reset resulted, indicating a battery performance issue. The battery was removed and forwarded for detailed testing. When an external power source was attached to the crt-p, a high current drain was noted which could indicate an issue with the internal hybrid component. The internal components and battery were each tested and no definitive root cause for this behavior could be determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This product is expected to be returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported. This product is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.